Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the mis-section of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment but the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment but the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.